Event description:
I used fixodent from approximately 1993 until (B) (6) 2010. While I was using fixodent, I began experiencing numbness and tingling in my left thigh. In (B) (6) 2010, I was diagnosed with neuropathy. Blood tests were taken and the results are 116 ug/dl for copper and 480 ug/dl for zinc. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 1993 - (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.